Event description:
Compromised sterile package (blister or lid). It was reported that, "when doctor asked for stem to implant, the box was opened and top cover was peeled back. Second sterile cover was not on plastic cover and implant was exposed. Stem was not implanted"

Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption #(B) (4). There are 4 events associated with this event type (compromised sterile package (blister or lid)) and product code jdi.